Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had experienced fluid build-up and bleeding from the lead incision site following an implant procedure. The patient was hospitalized and provided with IV antibiotics. There have been no further reports of complications.